Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level in the 30s mg/dl range; cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.